Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer.

Event description:
It was reported that a patient underwent oblique lumbar interbody fusion procedure followed by a posterior fusion procedure at l1 to l5 levels. While the cage for olif was a company implant. The implants used for the posterior fusion were non-company products. During surgery, CT revealed a slightly-tilted l3/l4 cage position and l3/l4 cage mild subsidence into the endplate on the patient¿s right side. Post-op, the importance of careful cage impaction with greatest attention was reaffirmed. As for this case, the physician was concerned about "possible poor fusion at l3/l4 due to inappropriate cage position".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.